Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 11/3/2020. Investigation summary: it was reported that needle snapped off in the patient. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code: w9251. It was requested that hsa assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How was the broken needle retrieved from the patient? Was the procedure completed successfully? Was there any adverse consequence associated with the patient? Name of the procedure? Initial procedure date? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. During an emergency category 1 section while closing the rectal sheath, the needle snapped off in the patient. The incision site and count was checked and then there was called for x ray. The needle was then found upon x-ray. There were no patient consequences reported. Additional information has been requested.